Event description:
Called into ECMO room by rn. The high frequency oscillatory ventilation (hfov) had stopped while on the patient. The baby was immediately manually resuscitated. Ventilator reading oscillator stopped and battery low. All effort to restart did not work. The ventilator was changed out. The patient was stable during the equipment change.